Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend instrument was analyzed and the complaint was not confirmed by failure analysis and could not be reproduced. The instrument passed all tests, had full range of motion, and the jaws operated properly, indicating no product problem. Additional observation, a loose proximal grip cable was found, preventing the jaws from fully closing and causing the knife to dislodge during installation. Although the cable and conductor wire were intact, the instrument failed self-test on the second attempt. The instrument failed initialization on one of two attempts, showing a self-test failed warning. A loose proximal grip cable caused the blade to appear dislodged, which likely contributed to the initialization failure; no homing errors were confirmed in the logs. The blade becoming dislodged was likely causing failure during initialization. The loose grip cable at the proximal end is causing the blade to appear to be dislodged at the distal end; furthermore, causing the instrument to fail initialization. The probable root cause cannot be determined based on the information provided and failure analysis results. No product issue was identified. The reported event was not confirmed as failure analysis found the instrument worked properly, indicating the reported issue was likely due to customer-induced factors. The instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event.

Manufacturer narrative:
The vessel sealer extend instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, a vessel sealer extend instrument was defective opening and closing. The user was completing the procedure as planned to use a backup vessel sealer extend with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: the jaws were not stuck on tissue. From the beginning, the opening and closing of the instrument was poor. There was no adverse event.